Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were difficulties taking readings. Troubleshooting included attempting to take reading post implant in recovery room. Patient was implanted in the left pulmonary artery. The representative was getting white 10, jagged lines at most. Search pressure was between 20-40 and it was increased to the highest and lowest, then back to 20-40. The patient was wand in w motion on back starting from top of right shoulder, white 10, jagged lines. The patient's left side was wand under arm pit, white 20-40, jagged lines. The wand was removed from patient, flat line. The patient was on their left side and wand left shoulder blade, white 10, jagged lines. The patient had left ventricular assist (lvad) and defibrillator. All potential electromagnetic interference (emi) sources were removed and the patient had no defib pads, no telemetry, no pulse ox, no nibp, no call bell etc. Cm3100 was plugged directly in to wall outlet, cord nor wand cord were on the bed or pinched between side rail and bed. Patient had lvad, driveline was directed down toward feet. Cm3100 ((B)(6)) reading was attempted. White signal strength, thick scratchy bar for waveform. Attempted to lower search pressure to 0, also increased search pressure to 60 with no success. There were no issues with sensor dynamic signal test. Readings were attempted with two different cm3100's: cm3100 (B)(6), cm3100 (B)(6). Multiple attempts at scanning back from different angles were unsuccessful. The patient was in different positions, including rolling on side without success. The sensor was seen to lay flat, parallel to spine with racetrack and four dots visible. The implant vessel was approximately 9-10 mm in diameter, this means it was possible the sensor was shifting/rotating slightly with each heartbeat, as the nitinol loops only expand to 10 mm and therefore passive anchoring might not be effective yet. If sensor is rotating with heart beat this should stabilize in the coming days as endothelialization begins. Rhc pa cathater pressure: reported as 44/11 (23) mmhg. Recommended site consider pa and lat cxr to confirm sensor location, depth and any rotation. It was recommended they bring patient back to clinic in about 1 week to attempt signal acquisition and calibration at that time; if successful the sensor would be checked against an outside clinical benchmark to fine tune calibration.

Event description:
It was reported that there were difficulties taking readings with the cardiomems device. Troubleshooting included attempting to take reading post implant in recovery room. Patient was implanted in the left pulmonary artery. The representative was getting white 10, with jagged lines at most. Search pressure was between 20-40 and it was increased to the highest and lowest, then back to 20-40. The patient was on their back and the cardiomems wand was used in a "w" motion, starting from top of right shoulder, reading white 10 with jagged lines. The wand was then used on the patient's left side under their arm pit, reading white 20-40 with jagged lines. The wand was removed from the patient, reading a flat line. The patient was on their left side and wand was placed on the left shoulder blade, reading white 10 with jagged lines. The patient had noted to have a left ventricular assist device (lvad) and defibrillator. All potential electromagnetic interference (emi) sources were removed: the patient had no defibrillator pads, no telemetry, no pulse oximeter, no non-invasive blood pressure (nibp) device, and no call bell. The cardiomems device was plugged directly in to wall outlet, the cord nor the wand cord were on the bed or pinched between side rail and bed. The patient's driveline was directed down toward their feet. A reading was attempted, reading white signal strength with a thick scratchy bar waveform. The search pressure was attempted to be lowered to 0 and then increased to 60 with no success. There were no issues with the sensor dynamic signal test. Readings were attempted with two different cardiomems devices. Multiple attempts at scanning the patient's back from different angles were unsuccessful. The patient was in different positions, including rolling on their side, without success. The sensor was seen to lay flat, parallel to the patient's spine with the device's racetrack and four dots visible. The implant vessel was approximately 9-10 mm in diameter; it was possible the sensor was shifting/rotating slightly with each heartbeat, as the nitinol loops only expand to 10 mm and therefore passive anchoring might not have been effective yet. A right heart catheterization (rhc) was performed with pulmonary artery (pa) catheter pressure of 23 mmhg. It was recommended that the site consider a chest x-ray to confirm the sensor location, depth and any rotation. It was recommended they bring the patient back to clinic in about 1 week to attempt signal acquisition and calibration at that time, if successful the sensor would be checked against an outside clinical benchmark to fine tune calibration.

Manufacturer narrative:
Section b5: corrected from initial for clarity and acronyms used. Section d1: corrected. Section d4: corrected catalog number, serial number, lot number, and primary UDI. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event cannot be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.